Event description:
During a procedure, just at the transseptal access was going to be obtained, the needle punctured the sheath. A stylet was inserted into the needle at the time of the event and the needle had been reshaped. The devices were exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, just at the transseptal access was going to be obtained, the needle punctured the sheath. A stylet was inserted into the needle at the time of the event. The devices were exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.